Event description:
A family member reported that the patient was experiencing elevated blood glucose (bg) since (B)(6) 2011, and at the time of the call to animas (B)(4) on (B)(6) 2011 the patient's bg was reading "hi" (over 600 mg/dl) on the meter. She stated that the patient had vomited but was "stable" at the time of the call to (B)(4). She stated that the patient tested positive for urinary ketones. The family member reported that a correction injection was administered for the patient's elevated bg prior to the call to (B)(4). She stated that the patient was continuing on the pump for basal delivery of insulin, but was using syringe injections to correct for the elevated bg. At the end of the call with (B)(4), the patient's bg had reportedly decreased to 526 mg/dl. The family member reported that on (B)(6) 2011 the patient experienced a bg of 38 mg/dl after increased activity, and had been experiencing elevated bg since. (B)(4) reviewed the pump with the family member and found that all settings and histories matched, and that the pump had not been suspended. (B)(4) determined that the pump was functioning appropriately. The family member reported that the patient's infusion set/site was changed on (B)(6) 2011 and again the morning of (B)(6) 2011. She denied any site issues. The family member stated that there were several air bubbles in the cartridge, and that cold insulin was being used when filling the cartridge. The family member reported that she was able to prime the air bubbles out of the cartridge. (B)(4) advised the family member to use room temperature insulin to help prevent air bubbles. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 05/22/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: there was no data from the time of the reported issue due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Customer support's assessment indicated that use error may be a cause or contributor to the patient's bg excursion, as the family member was not following the recommendations to change the insertion site with bg over 250 mg/dl twice or over 400 mg/dl once, and was using refrigerated insulin which may lead to air bubbles.